Manufacturer narrative:
Device evaluation: the tamper seal was not removed or broken. Did not notice any external damage. The battery was missing. Unable go into ehl due to blank screen and constant alarm was found at power up. The blank screen and constant alarm at power up is due to an incomplete upload process from the base of the device to the head of the device by the customer. V1.6.5 software was uploaded using the power-point process and preventive maintenance performed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the pump has a failure mode. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.